Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was reading as "high." Specific values were unknown. To address the high blood glucose levels, the customer administered a correction injection using manual daily injections (mdi), changed the infusion set and cartridge, and resumed insulin use. The customer did not require third-party assistance. Troubleshooting revealed the cartridge was used for more than 72 hours, contrary to recommendations, and education was provided about the duration restrictions, which the customer acknowledged.